Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation, however, there are no test strips remaining to return. The patient declined replacement strips. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The retention samples are acceptable. No error messages occurred. When the second measurement was repeated by the customer with a different finger and new vial of test strips he got the same value as before (2.9 inr). Therefore the functionality of the test system and the validity of the result has been confirmed. The first value of 4.5 inr which was out of the customers therapeutically range was not confirmed during the both follow up measurements. A possible reason for the high value is a remaining liquid on the customer´s finger tip after cleaning/ disinfection. The customer should refer to the applicable product labeling and operator's manual for details on instructions for use and system limitations, as this could be a potential cause the described problem(s).

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). On (B)(6) 2022 the patient had an initial meter result of 2.9 inr while the re-test meter result using the same lot was 4.5 inr. The patient re-tested for the 3rd time using a different lot and had a meter test of 2.9 inr. The time difference between the 3 tests was within 1 hour. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks.